Event description:
It is reported that the pt underwent a 2 stage revision on (B)(6) 2011 due to infection. Completed on (B)(6) 2011 due to infection.

Manufacturer narrative:
The pt has history of multiple knee procedures prior to this two-stage revision, including two previous irrigation and debridement procedures on (B)(6) 2006 and (B)(6) 2011. The first stage notes state that upon entering the joint, a thick yellow slim synovium was encountered, with 25 percent erosion of the extensor mechanism due to previous patellectomy. An antibiotic cement space was placed during this procedure. The second-stage revision notes state that extensive synovectomy was performed, and the cement spacer was removed w/o difficulty. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.